Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd saf-t-intima¿ IV catheter safety system, it leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination we were unable to fully investigate this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot# 7059565. Investigation conclusion: without sample or photo defective we cannot confirm the reported defect to manufacturing process.